Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Overlay to the screen is broken. ECG (electrocardiogram) connector is broken loose from a printed circuit board. Power cord bay is pulling apart. Missing keyboard slide cover. Keyboard pulling apart and the cable where it plugs into the device is torn. Screen does not stay up.

Event description:
It was reported that the programmer had a broken screen, noise on the electrocardiogram (EKG) port, that the pen needed to be upgraded and that there were issues with the cover to the keypad and the cover to the power cord compartment. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.